Event description:
My abbott neurostimulator spontaneously activated on a high setting. I didn't have the programmer on me. I felt profound electric shocks and burning/shooting paresthesia in both legs and feet. Had I been driving or on the stairs the results could have been fatal. FDA safety report ID # (B)(4).